Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, the power handle was attempted to be fired, but it did not fire. Another power handle together with the same reload was used to complete the procedure. There was no patient injury.